Manufacturer narrative:
Not returned.

Event description:
Plaintiff implanted with t-sling (B)(4) lot 0881 alleges abdominal pain, strains to urinate:re-hospitalization of plaintiff on (B)(6) 2014- cystoscopy with hydro-distention and incision of sling under general anesthesia completed. Extend of the incision is unknown. Cystoscopy showed no evidence of mesh within the bladder or urethra